Manufacturer narrative:
Device received. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy procedure the screws on the connector's on the customer's fms 2-way foot pedal and fms duo/solo interface connect cable broke off into the back of the fms duo pump where the devices connect. The procedure was completed using the devices by holding the connects with tape. There was no patient harm or surgical delay to the case. The sales rep could not provide a serial number for the interface cable. The devices will be returning for evaluation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report the device was received and evaluated at the service center. The reported complaint by the customer was confirmed upon evaluation. It was found that the pin was pushed back in the connector. Also the device had a broken door and the top cover assembly was found to be damaged. Debris was found inside the device. The damaged parts were replaced, debris removed and the device was tested and found to be working according to specifications. As indicated by the customer, user mishandling is the root cause for the reported failures. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. This serialized device (serial : (B)(4). Was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record. Device history lot a review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. Device history batch null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.